Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (1.5 mg at 0.35955 mg/day) and bupivacaine (30 mg at 7.19095 mg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill, on (B)(6) 2021, a reservoir volume discrepancy was noted:  irv - 6.9 ml, arv ¿ 12 ml.  No associated signs or symptoms.  No further diagnostics or interventions. During the following pump refill, the noted reservoir volume discrepancy was within normal limits:  irv - 6.3 ml, arv ¿ 7 ml.  It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2021.